Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, visually analyzed, but full analysis could not be performed due to legal restrictions. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor of the lead developed a fracture at 21.3 cm from the connector pin.the interior superior vena cava defibrillation cable developed a fracture at 28.5 cm from the connector pin.the exposed superior vena cava defibrillation coil developed a fracture at 39.0 cm fron the connector pin.the outer insulation of the lead was breached due to bi/multi-lumen tubing void at 23.3 cm from the connector pin and the outer insulation of the lead d eveloped a breach depression at 23.3 cm fron the connector pin. If information is provided in the future, a supplemental report will be issued.